Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased spasticity. A dye study concluded the catheter was backed out of the intrathecal space. A dislodged catheter was confirmed. The patient's catheter was revised (B)(6) 2012. During the revision, 23 cm of original catheter was explanted and a new spinal segment was implanted and primed. The pump was used to deliver lioresal 2000 mcg/ml at 1000 mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc, lot# n178090001, implanted: 2008-(B)(6), explanted: 2012-(B)(6), (partial). (B)(4).